Event description:
It was reported by a field svc tech that the handpiece blade mount is chipped. This was found while the equipment was being tested during an on-site maintenance visit at the account. There was no pt involvement during the investigation. This did not occur during a surgical procedure. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc. A quality investigation is in process. This failure can occur if non-MFR blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.